Event description:
New information states that the device was explanted due to ongoing reports of shorter than expected battery longevity. The patient condition was fine.

Event description:
It was reported that on (B)(6) 2016 the projected longevity was 5.9 years and on (B)(6) 2017, projected longevity was lower than expected. On (B)(6) 2017, session records were sent for review however the (B)(6) 2016 session record was corrupted. It is believed that the battery depletion was normal and this is a programming error. Enrolling the patient in merlin.net to monitor the device was discussed. The decision was made to explant the device. Patient is fine.